Manufacturer narrative:
The component codes for fiber and cap are associated with the device code for break.

Event description:
It was reported that the fiber tip detached inside the patient at 84,480 joules. The physician was able to retrieve the fiber cap with surgical pliers. There was no indication or report of any part of the device remaining inside the patient. The procedure was completed with a second fiber. It was noted that the fiber cap was discarded and will not be returned to the manufacturer. There was no report of patient injury.